Event description:
Device 2 of 2. Reference 1627487-2013-23060. The patient reported she has not charged her ipg in several months. The pt's ipg is unable to communicate with multiple charging systems. The patient also reported experiencing uncomfortable heating at the ipg site while charging. The sjm representative will be consulting with the patient as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA). Eval results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.